Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of specification. It was also noted that the lower case was broken, the upper case was dented, one bail cover was broken, one bail cover was missing, one case screw was missing, the lead flex cover was contaminated, the battery contacts were compressed, one bail was missing, the ring was bent, the battery drawer was cracked, the keyboard was scratched and the serial number label was damaged. Further analysis was performed on the main pcb. This analysis found that a capacitor component on the main pcb caused the battery removal test failure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that when the external pulse generator (epg) was turned on and the battery door was opened, the epg would shut off. The epg was returned for repair. There was no patient involvement.